Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 6 years due to endocarditis. Per the health-care provider, the explant was not related to device malfunction and noted "infection". The subject device was replaced with an edwards bioprosthesis valve. Based on the document provided, upon entrance into the mediastinum, we noted a significant amount of clot along the anterior portion of the heart. This was all evacuated. There was no evidence of surgical bleeding from any of the suture lines or cannulation sites. The surgical site was then copiously irrigated with antibiotic saline. The patient tolerated the procedure well and was transferred to the postoperative intensive care unit in stable condition. No other details provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the subject device has been discarded by the health-care provider, therefore, our investigation is limited. Prosthetic valve endocarditis (pve) is a microbial infection occurring on valve prostheses or on reconstructed native heart valves and is a serious complication of cardiac valve surgery. It is well established that potential causes of pve are related to surgical, nosocomial, or patient factors. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore, the probability of endocarditis related to edwards' bioprostheses is remote. In this case per the health-care provider, the explant was not related to the subject device and noted "infection". There is no allegation of device malfunction or quality deficiency. No further actions are possible with the available information.